Manufacturer narrative:
The device was returned for analysis. The reported activation failure was able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that the distal sheath of the delivery system was bent in the anatomy such that the ratchet was unable to properly/fully engage the stent resulting in the reported/noted activation/deployment failure. Interaction/manipulation of the device resulted in the noted kinked outer sheath possibly contributing to the reported difficulties. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat chronic limb ischemia (cli) of the left lower limb. The 6.0x150mm supera self expanding stent system (ses) was advanced to the target lesion however after performing several forward and backward movements, the stent failed to deploy. The ses was withdrawn from the patient and another attempt was made to release the stent but it failed to deploy. The procedure was completed using another stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Return device analysis noted the stent implant was exposed 0.5 centimeters (cm) from the distal end of the sheath. The sheath was retracted 1.3 centimeters (cm) from the base of the tip.